Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during rewind. Customer's blood glucose was unknown mg/dl the customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is flush. The customer was advised to discontinue use of the device until replacement arrives.